Manufacturer narrative:
Based upon the clinical review, the reported type ib endoleak could not be confirmed. The endoleak was confirmed to be a type iiib endoleak. A non-device related type ii endoleak was also observed. Suboptimal medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to lack of a pre-implant CT scan. Product use might have been incongruent with the IFU due to the use of a non-endologix stent within the right common iliac artery. At index, extra manipulation and extensive ballooning of the right common iliac artery were required and might have contributed to the endoleak. The icast stent was placed but no overlap could be seen. Cautionary product use conditions that might have contributed to this complaint included severe calcification throughout aorta and iliacs. One month post implant, there was evidence to support a type ii endoleak with increased aneurysmal sac diameter. There were no images available to support these findings. Approximately 68 months post implant, there was evidence to support: a persistent type ii endoleak originating from the right lumbar artery. Given the persistent endoleaks, there was significant sac reduction. The final disposition of the patient was unknown. This was initially reported as a type ib endoleak. There was no evidence to substantiate this finding. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, the root cause could not be definitely identified although the non-device related type ii endoleak contributed to the event. The identified type iiib endoleak might be the result of severe calcification throughout aorta and iliacs. Use of a non-endologix stent within the right common iliac artery might have been a factor. At index, the extra manipulation and extensive ballooning of the right common iliac artery might have contributed to graft damage and the eventual type iiib endoleak, considering the extensive calcium.

Event description:
It was reported that approximately 69 months post implant of a bifurcated device, a limb extension, and an infrarenal aortic extension the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient had an endoleak. Physician is evaluating treatment options for secondary.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.